Event description:
It was reported that next day post feeding tube placement procedure, the catheter allegedly came out and had leak issue. It was further reported that the cuff allegedly found to be ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic photo and one electronic video was returned for evaluation. The video shows the clinician unpacking one tri-funnel g tube from the package. The device was able to be inflated without any issue. The photo shows the distal portion of one tri-funnel g tube. A break was noted on the inflation balloon of the device. The investigation is confirmed for the reported break and fluid leak issues as a break was noted on the balloon of the returned device. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that next day post feeding tube placement procedure, the catheter allegedly came out and had leak issue. It was further reported that the cuff allegedly found to be ruptured. The procedure was completed using another device. There was no reported patient injury.